Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number :301947 and lot number: 2108160. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team; however, the retained samples did not display any signs of foreign matter. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that black foreign matter was found inside the bd¿ syringe with needle. The following information was provided by the initial reporter, translated from chinese: "it is planned to use a syringe to draw physiological saline to flush and seal the indwelling needle for the child. After inspection, it is found that there is a black floc inside the syringe, which cannot be used. The syringe must be replaced."